Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that the insulin pump had a blank display. The customer's blood glucose was 549 mg/dl at the time of incident. The customer stated that the high blood glucose was treated with manual injections. The customer stated that the insulin pump was not exposed to moisture. The customer stated that the insulin pump was dropped. The customer stated that the drive support cap was indented. The customer stated that they were using the recommended battery. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap was not missing or damaged. The customer unable to clean the battery cap for troubleshooting and the display did not return after reinserting the battery. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.